Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter, during dialysis treatment, the central venous catheter (cvc) was not good. It was stated that it did not have an excellent performance in the flow. There was no reported patient injury.

Event description:
According to reporter, during dialysis treatment, the central venous catheter (cvc) was not good. It was stated that it did not have an excellent performance in the flow. The next day (B)(6) 2022 (friday), the removal of the catheter was evaluated, but the catheter could not be removed because there was no operating room available for the nephrologist. Since the dialysis was not performing (did not have optimal exchange flows), another contralateral central venous catheter (cvc) was immediately placed, so dialysis can be performed. There was nothing unusual observed on the device prior to use, there was no other defects/damages found on the product, and there was no excessive force used on the device. On (B)(6), 2022 (saturday), the contralateral central venous catheter (cvc) was removed for internal organizational problems and the reported catheter was replaced with another catheter of the same batch and had no problem. Blood transfusion was not required due to the event (pertains to (B)(6), 2022). There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 correction: d6b medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.